Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the reported issue was caused by a faulty cable unit. The root cause of the cable unit failure could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The service center was informed by the biomedical equipment technician at the user facility that the 4k autoclavable camera head was returned for an image issue during preparation for use. Upon inspection and testing, the device was observed to have a (reportable) no image malfunction due to a faulty cable unit. No patient injury or harm was reported.